Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) spain alleging the patient's onetouch ultraeasy meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. After the start of the alleged issue, the reporter claims the patient felt symptoms of sick, was pallid and had a cold sweat. The patient's daughter gave her water with sugar to drink as treatment. The reporter denied the patient tested her blood glucose on another device. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.